Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: lot manufacture date: august 28, 2020 - august 31, 2020. H10: the device was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the rupture and no issues were noted. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The set was manually filled via a syringe with unspecified medication. There was no patient involvement. No additional information is available.